Manufacturer narrative:
As reported, creases and a small tear were noted on the 3dmax mesh. Evaluation of the sample finds contamination on the mesh, there are tears in the edge seal which show signs of being folded or rolled and there is a small hole near the medial marker along with visible creases in the mesh. The found condition is the result of the mesh likely being pulled on/handled with force at this location. Based on sample condition found, root cause is determined to be user/device interface while prepping the mesh for use. No manufacturing anomalies were found. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in september, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic inguinal hernia repair on (B)(6) 2024, a small tear in the 3dmax mesh was seen next to the m marker and reportedly visible creases were noted on the mesh. A new 3dmax mesh was used to complete the case with no further issue. There was no damage noted to the product carton or clam shell. There was no patient injury.